Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Infection, mobility and pain were reported. Time of loss in relation to the implantation was before prosthetic restoration. Bone quality at the time of implant failure was type ii. Primary stability was achieved. Osseointegration was not achieved.